Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for wolff-parkinson-white (wpw) syndrome with a c3 ez steer coronary sinus catheter and suffered a cardiac tamponade requiring pericardiocentesis. After removing the catheters, the patient became hypotensive and a tamponade was confirmed via echocardiogram. Pericardiocentesis yielded an unspecified amount of fluid. Patient was reported to be in stable condition. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.